Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13396. Related manufacturer reference number: 2938836-2019-13395. It was reported that the system was explanted due to infection. Physician does not allege that the device is the cause of infection. Cause of infection unknown. The patient condition is stable.